Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. B3: event year only reported: 2023. D4 batch #: x7031t. Investigation summary: the device was returned with no apparent damage. No communication issues were observed at any time during the testing. The device was tested on generator and it was found that the min hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. The device was disassembled to verify the condition of the internal components. During analysis, moisture was discovered in the instrument. Since we are unable to determine how this condition impacted the performance of the device, we cannot determine root cause of the issue associated with this inquiry. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion and/or moisture to the device; the moisture may be evidence of reuse or reprocessing. Please notify us of any processes or conditions that could have contributed to the moisture discovered in the instrument. It is possible that moisture under the dome could have resulted in an error screen of ¿reactivate two switch activations detected¿. This was not seen during analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch x7031t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was a showing error of instrument not found despite checking all connection and changing cable. There were no patient consequences.